Manufacturer narrative:
Extended investigation has been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. The complaint is not confirmed.

Event description:
Customer reported experiencing skin irritation after 6 days of wearing an adc freestyle libre sensor. It was further reported that on august 24, 2018 he noticed the insertion site was ¿black and itching¿. Customer noted having contact with a healthcare provider on (B)(6) 2018 and was prescribed diprogenta ointment (betamethasone, a corticosteroid and gentamicin, an antibiotic). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing skin irritation after 6 days of wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 he noticed the insertion site was ¿black and itching¿. Customer noted having contact with a healthcare provider on (B)(6) 2018 and was prescribed diprogenta ointment (betamethasone, a corticosteroid and gentamicin, an antibiotic). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection performed on the returned sensor patch, no issues observed. The sensor plug was properly seated. The adhesive patch was correctly positioned and in full contact with the sensor puck. Extended investigation is pending at this time. A final report will be submitted once additional information is received.

Event description:
Customer reported experiencing skin irritation after 6 days of wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 he noticed the insertion site was ¿black and itching¿. Customer noted having contact with a healthcare provider on (B)(6) 2018 and was prescribed diprogenta ointment (betamethasone, a corticosteroid and gentamicin, an antibiotic). No additional treatment was reported. There was no report of death or permanent injury associated with this event.